Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line of the homechoice cassette which resulted in a leak. This was observed during the second cycle of automated peritoneal dialysis (apd) therapy. It was stated that there was no damage to the cassette and no tool or sharp objects were used to open the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a cut in the patient line tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.